Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that he experienced pain and testicular throbbing following a hernia repair in 2006. The pt also reports adhesions to the device. The pt returned to surgery approx 2 yrs later for device explant. The pt continues to experience pain and throbbing testicles.